Event description:
It was reported by the customer that a light had broken after a c-arm had inadvertently been hooked onto the 500mm cupola. Alm technical contractor evaluated light and replaced the damaged spring arm.